Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and observed the reported issue. It was determined that the device was no longer under warranty and not field serviceable. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on. There was no patient use associated with the reported event.